Event description:
The customer reported that an 840 ventilator had a blank screen. The ventilator was not in use on a pt at the time the malfunction occurred. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the backlight inverter printed circuit board (pcb). The unit passed extended self-testing.

Manufacturer narrative:
(B)(4).